Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of c2197666 lot number involved in this complaint was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Manufacturing records review: prior to distribution, all evo-fc-10-11-6-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c2197666 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: a review of the manufacturing records for the evo-fc-10-11-6-b device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2197666. Instructions for use and/label review: the notes section of the instructions for use, ifu0062 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor break, subsequently causing issue reported. Additionally, a possible root cause may be attributed to the flexor possibly getting pinched by the elevator creating a weak point and breaking on deployment, subsequently causing issue reported. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, when we tried to insert the prosthesis, it did not deploy. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to the torturous path and/ or flexor possibly getting pinched by the elevator creating a weak point and breaking on deployment, subsequently causing issue reported. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 06-may-2025.

Event description:
When we tried to insert the prosthesis, it did not deploy. No resistance at the 'trigger' when pressure was applied patient's current condition: fitting another prosthesis to replace it. "As per cc form": when attempting to insert the prosthesis, it did not deploy. No resistance at the level of ¿trigger¿ when pressed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? During stent placement 2. What endoscope type and channel size was used? Olympus tjf190v 3. What was the position of the elevator? Open 4. Details of the wire guide used (diameter, type, make)? Viglide olympus 035inch 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 7. Please advise the anatomical location of the intended target site. Second duodenal, in the canal duct. 8. How long was the stent in the patient by the time this complaint occurred? Short intervention . 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No same time procedure ¿ other stent. 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? N/a 2. Where was the stricture located in the body? Canal duct 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement?, no questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? N/a, 2. Was resistance felt during insertion into patient? No 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture?, deployment 2. If other, please specify 3. Was the directional button pressed during use? Yes 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? No questions related to during introducer withdrawal 1. Are images of the device or procedure available? No 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely?, no 5. Was the safety wire fully removed before removing the delivery system? N/a 6. Did any part of the product snag/get caught with the stent when removing the delivery system?, no

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.